Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that there was no alleged product issue but the pump was no longer in use. It was reported that the patient did not have symptoms or complications associated with this event. However, there was report that the patient had a myocardial infarction but it was known if this was related to the pump, the targeted drug delivery device. No troubleshooting or testing occurred but would be in the future. It was unknown if the issue was resolved or the cause determined. At the time of the event the patient's status was reported as alive-no injury. The pump remains implanted but out-of-service and was to be replaced in the future. This device system delivered morphine. Additional information has been requested. It was further provided that at this time it was unknown what drug was in the pump. The information on the patient¿s condition or if caused by the pump was unknown. The pump had not been explanted and it was not known when it will be explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously captured in a different event: [it was reported the patient had a medical issue. As per the rn, the patient presented as having cardiac arrest while in office for regular visit. CPR was administered at the medical office. The patient requested pump removal. The pump and part of pump catheter were removed. Spinal catheter in patient. The patient status as the time of the report was indicated as alive no injury. The pump was used to deliver morphine.] Any additional information received will be reported under this manufacturer report number (# 3004209178-2014-10153). Additional information was received from an attorney. It was alleged that the patient was injured as a result of a defective pain pump. Specifically, "on or about" (B)(6) 2014, the patient was having their pump refilled by qualified physicians, when the pump suddenly malfunctioned, releasing a potentially fatal overdose of pain medication. The patient slumped over, became lethargic, had an episode of syncope and bradycardia, and began to lose consciousness. She was rushed to the hospital, where her condition was stabilized. The pump was later explanted and now in the attorney's possession. The operative report from the explant surgery was provided. The pre-operative and post-operative diagnosis was listed as lumbar radiculopathy and non-usable pump. Fluoroscopy was used during the pump and catheter removal procedure. Prior to the surgery, the patient's pump had been off for a few months. She had been doing okay without it. She was cleared by her cardiologist for pump removal. The operative notes indicated the entire catheter was removed from the patient; the catheter was removed from the intrathecal space with the tip intact and the anchoring pieces were removed as well. There were no complications from the procedure and the patient tolerated it well. They were discharged home in stable condition. Further information including the cause of the pump malfunction, if any troubleshooting or diagnostics were performed or what actions/interventions specifically occurred to stabilize the patient was not provided.